Event description:
The hosp experienced a ventilator problem related to a gas module malfunction. There was no pt injury.

Manufacturer narrative:
Customer provided failure and purchasing history during a meeting with maquet on jun 11, 2007. Maquet inc. Submits this report on behalf of the device mfg facility. The company in another country provides prod failure investigation, analysis and resolution for the device described in this report.